Manufacturer narrative:
G1 additional information.

Manufacturer narrative:
H3, h6 the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a blade stall. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that the motor drive unit was not holding a bit. No case was involved. Results of investigation have concluded that this unit had a blade stalled, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.